Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the blade stopped rotating. When the device was removed from the trocar, the blades would spin, but when placed back into the patient, the device would not cut the tissue. A second disposable hand piece was used to successfully complete the case with no adverse patient consequences.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.